Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product received with tubing and wires cut. Since the wires were cut, the device could not be operated on battery power in an effort to specifically replicate the reported event. Visually inspection - did not appear to be physically damaged. A visible gap appeared between the blue locking ring and housing when the blue locking ring was physically located to one side of the housing opening. With the fan spray tip inserted and blue locking ring in lock position, the fan spray tip could be removed with minimal force applied to the tip in a back and forth motion. There appeared to be minimal engagement between the locking ring and housing. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. Corrective actions were previously initiated to address this issue. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during the surgery, the tip lock was "slided" easily due to the vibration of this product during working, and the tip came off from the handpiece.